Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer turned the pump on from the battery running out, the customer was not able to load a cartridge onto the pump. Reportedly, after initiating the load sequence, the customer would get a message stating that there was "0 units of insulin available." The customer was able to reload the cartridge successfully and the customer's blood glucose level was not impacted. It was noted that the customer was using manual injections and was not connected to the pump at the time of the report.